Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported failure to advance and difficulty to remove could not be replicated in a testing environment as it was based on circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the previously implanted stent causing the reported failure to advance. During removal of the device resistance was felt likely due to interaction with the difficult anatomy causing the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other xience prime referenced is filed under a separate medwatch report.

Event description:
It was reported that during a procedure of the heavily tortuous, heavily calcified, mid left anterior descending (lad) artery the 2.25 x 28 mm and the 3.0 x 23 mm xience prime stent delivery systems (sds) were advanced, but both met resistance with a previously implanted stent and with calcification in the vessel. The devices were removed, not deployed, with some anatomical resistance. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.